Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Reported via voluntary medwatch# mw5069662. It was reported that guidewire fracture occurred. A 180 x 35 cm fathom¿ -16 was selected for use. During procedure, the physician attempted to catheterize the inferior tract. Initially, a non bsc angiographic catheter and a 1 cm non bsc rim catheter were used but a wire was not advanced. Next, a the fathom¿ guidewire was placed to a 100 cm non bsc microcatheter. Furthermore the fathom guidewire was able to be buckled inferiorly; however when the microcatheter was advanced, the wire would not retract. Eventually, the wire broke off inside the tract. The rim catheter was removed and a 6.5f 45 cm long defect double density with no sheath was placed and angled into the tract. Attempts to remove the fractured fragment were made using a microwave expiratory leak snare; however, was unsuccessful. Finally, a 100 cm long alligator retrieval device was used to extract the retained fragment of the wire. No further patient complications were reported.